Event description:
Caller reported that a power source alert occurred. There was no adverse impact to the customer's blood glucose level. By plugging the charging cable into a wall adapter for at least 30 consecutive minutes, the pump began charging, and no further assistance was required.